Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used for ventilation of a patient. The root cause for the insufficient cooling of the device could not be determined. In consequence the device was tested, and filters were preventively replaced. Furthermore, the claim that the ventilator went alone into standby by itself could not be confirmed. In. There was no reported patient or user harm. A manufacturer report was already provided to the FDA with reference 3001421318-2022-00093.

Event description:
Vent outlet temperature high.